Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End-user was instructed in crusting techniques by using stomahesive powder and no-sting skin protective barriers. End-user was also instructed to notify convatec with any questions or concerns. Lastly, samples were sent of the correct size wafer; eakin cohesive seals and sensi-care protective barrier wipe. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.

Event description:
End-user reports a blister at the 6 o'clock aspect/right lower quadrant of the peristomal skin, which began approximately five (5) days ago. End-user indicates that she cleanses her skin with warm water and soap and then applies the appliance.